Event description:
It was reported that during the post discharge interrogation, the right ventricular (rv) lead threshold had increased with diminished r-waves and there was a decrease in impedance. The physician decided to re-open the pocket and the noticed a "slit in the insulation of the lead." The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. It was noted that proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism.